Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 65 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with juice. The customer stated that they were unable to push insulin through during plunger push. The customer was advised to assemble new reservoir and infusion set. The customer performed plunger push. The customer ran manual prime and the insulin pump did not alarm no delivery. The reservoir will not be returned for analysis.